Event description:
According to the report, the device was used to administer a 150 joule synchronized shock to a patient diagnosed in atrial fibrillation. Immediately following the shock, the monitor display ( with lead iii selected) reportedly became white and green and, the patient's ECG could not be seen. The operator attempted to print the patient's ECG, however, the printer produced a solid black printout with no discernable ECG trace. Another ECG monitor was used to confirm that the patient's rhythm had been converted to a normal sinus rhythm. There were no adverse affects to the patient as a result of device use.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident and will submit a supplemental report on this event to the FDA.